Manufacturer narrative:
Device not returned for analysis. Received medwatch #. 3901370000-1998-0003.

Event description:
It was reported during a laparoscopic cholecystectomy the surgeon used the al326 clip applier to clip the cystic duct. The surgeon felt that the clip did not look as secure as usual. After transection, he noted bile coming from the duct and he placed an endoloop for extra security. Postoperatively, the pt developed a bile leak. There is no add'l info at present of post op events and the rep will call back with this info.